Event description:
It was reported that while the indeflator was being used for inflation of a stent delivery system balloon, it was observed that the indeflator's needle had dropped in pressure. Angiography confirmed the correct extension and apposition of the stent implant. The sds balloons were able to be deflated fully and removed from the anatomy without issue or adverse patient effects. As the indeflator gauge needle was not confirmed to be in the correct place before use, it is unknown when the needle fell. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.